Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following: a defective image sensor unit, a failure of the internal circuit board inside the video connector, and/or a system failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, an e315 error was noted due to scope connector corrosion. In addition, missing curved rubber joint, cracked curved rubber bond, insufficient bend angle due to angle wire elongation, play of the angle knob is out of the normal state due to the elongation of the angle wire, scope connector liquid leakage, operation part/tip cover discoloration, and suction cylinder scrape were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a scope communication error occurred with the evis lucera elite colonovideoscope. During a standard service inspection of the customer returned device, an e315 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.